Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had an intermittent display of image and corrosion on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the intermittent display was due to damage on the charged coupled device (ccd) unit. Regarding the corrosion on the distal end, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.